Manufacturer narrative:
The reported events were twisted lead, high pacing lead impedance and high capture threshold. As received, a complete lead was returned in one piece. The reported event of twisted lead was confirmed but the reported event of high pacing lead impedance and high capture threshold were not confirmed. X-ray examination showed the inner coil at the connector region was overtorqued consistent with procedural damage. The cause of the reported event of lead twisted is due to the overtorqued inner coil at the connector region which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damage consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, high pacing impedance and high capture threshold was observed on the right ventricular (rv) lead. The physician noted that the rv lead insulation was twisted. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.